Event description:
It was reported by the patient¿s relative that the right ventricular (rv) lead failed and the patient received shocks. The system was turned off and will not be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.